Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the sit that the patient presented to the hospital with high watt alarms, hemolysis, and lactate dehydrogenase (ldh) elevation. Patient was treated with integrilin and heparin, but ventricular assist device (vad) powers and ldh remained elevated, so patient was given, tissue plasminogen activator (tpa) x2, then a tpa drip. It was stated that the powers and flows had returned to baseline, but later his ldh and flows again up trended and trental was added. Patient was stated to have received a final tpa and heparin and integrilin were restarted. Flows and powers normalized, but ldh remained greater than (>) 1500. It was further stated that the patient was deemed not a candidate for pump exchange and patient opted to return home with hospice care. Patient was stated to have died from complications of pump thrombus on (B)(6) 2017, with event not resolved. No additional information available.

Manufacturer narrative:
On (B)(6) 2018 analysis summary conclusion: (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; 50 high watt alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received multiple tpa treatments. The patient reportedly died due to complications of pump thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the site that the patient denies dyspnea or lightheadedness when admitted form suspected thrombus. His urine is b lack. Powers, originally at about 6 are now 13-14. He was placed in the intensive care unit (ICU). Patient held coumadin himself the night of (B)(6) because he thought he was bleeding (due to urine color). These were held, and patent received tissue plasminogen act ivator (tpa) first 10mg then 20 mg intravenous (IV). Ventricular assist device (vad) waveforms improved, but patient began bleeding around driveline. It was stated that the patient received 2 units of packed red blood cells (prbcs) and the site was packed with surgiceal. Fem stop also placed at the site and bleeding appeared controlled. It was stated the vad power began rising again, greater than 12 watts, so it was decided to start a tpa drip. Patient then developed brisk bleeding around his driveline, not responsive to pressure treatment. He received an additional 11 mg tpa via the drip before it was stopped due to bleeding that was not responding to local pressure. Patient required large volume transfusion as well as pressor for hypovolemic/hemorrhagic shock during resuscitation. Patient received a total of 8 more units of blood, two units of fresh frozen plasma (ffp) and 2 units of platelets before resolution. Patient also required norepinephrine and epinephrine over night for hemodynamic stability and to keep maps >65. Vad parameter s normalized with powers around 3-4 watts and flows 5-6 liters per minute. Heparin was resumed the afternoon of (B)(6). On (B)(6), vad flows began up trending and integrilin was restarted in addition to the heparin drip. Hemoglobin/hematocrit dropped from 9.7/29.3 to 8.1/24.2 during this period. It was 9.5/28.3 the evening of (B)(6). Platelets dropped from 195 to a low of 31 but were at 101 the evening of (B)(6). On (B)(6), trental was added to try to help prevent full thrombus of the pump. Patient was aware that they were not a candidate for exchange of pump due to noncompliance with follow up visits, including post major debridement of pump pocket. Urine output continues to be very dark. Lactate dehydrogenase (ldh) is rising, as are powers and flow of the pump. Vad "hum" is much louder than usual. By (B)(6), flows are reading consistently greater than (>) 9 l/m. Patient was offered one more dose of tpa despite prior hemorrhage, with all risks discussed. Patient chose to proceed, stating understanding that if this failed, no medical optionswere left. Heparin and integrilin were held, and tpa 10 mg IV was administered. On (B)(6), patient requested to go home. Patient has opted to go home with hospice for whatever time he has left. Family was counseled in what to expect at home. Patient has opted not to resume coumadin at discharge, only aspirin and are all aware that the patient may live days or even weeks, depending upon how quickly vad quits working. Medication was prescribed for anxiety and pain, and patient was discharged home on (B)(6). Patient will not have an autopsy at death. Patient does not want to die in the hospital and he feels it¿s too much for his family to go through having his body transported back here then back to them for a funeral. Prior to discharge, the patient internal cardiac defibrillator (ICD) was turned off, his vad settings were changed. Speed is still 2600, however high wat alarm is now set at 15 and low flow alarm is now set at 1.5. Last vad readings prior to discharge are: speed: 2600, power 4.1 and flow 6.6. Patient creatinine was 0.74 at admission and was 1.20 on day of discharge. Patient bilirubin dropped with tpa administration. It was 1.8 at admission, rose to 3.3 on (B)(6), and was 1.1 on day of discharge. Ldh was 1899 at admission, rose to 2020 late afternoon of (B)(6), dropped to 917 on (B)(6) before it began rising again. It went back up to 1785 on (B)(6) before tpa was administered, and was 1349 at discharge. International normalized ratio (inr) was 1.95 at admission, and was 1.03 at discharge. Urine remained dark, but was clear dark yellow the day of discharge. Will continue to follow and will update with any significant changes and/or subject outcome. It was stated that on the (B)(6), hospice reported patient more confused, sleeping more. Patients feet are mottled, and hands and lips are cyanotic. Patient is taking no medication except xanax and oxycontin and is using oxygen as needed. Vad flows are reported as 5.5-6.0, powers are 3.7. On (B)(6) 2017, hospice reports that patient passed away at 10:55 am at home. No further patient complications have been reported as a result of this event.